Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga 30 laser console was used in a procedure performed on (B)(6) 2022. During the procedure, the physician reported a pot issue. The touchscreen did not respond and all commands were blocked. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced onsite and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 26, 2022 that an auriga 30 laserconsole was used in a procedure performed on (B)(6) 2022. During the procedure, the physician reported a pot issue. The touchscreen did not respond and all commands were blocked. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable issue of aborted/canceled procedure. Block h10: investigation results the hood of the auriga xl 4007 laser console was returned for analysis. The hood was in over all good physical condition. There was no evidence of any physical damage that could have contributed to the reported event. The reported event of the auriga xl 4007 laser console display screen damaged/defective complaint was confirmed. The reason for display screen damaged/defective issue was most likely caused by an electrical failure in the hood's touch screen circuitry. There was no physical damage observed that would have contributed to the reported complaint. Based on all available information, the most probable root cause was determined to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.